Event description:
It was reported that a spectrum pump did not detect an upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported device failed to detect the upstream occlusion, was not reproduced during evaluation. The device was tested for upstream occlusion detection and was able to properly detect an occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.